Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2009 during which the surgeon noted the mesh was completely separated from the right side of the fascia and the fascia edges were dissected out. It was reported that the patient experienced severe pain, infection, and swelling abdomen. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a2. Additional b5 narrative: it was reported that following the procedure the patient experienced recurrent hernia.

Manufacturer narrative:
Date sent to the FDA: 12/13/2024. Additional b5 narrative: it was reported that the patient underwent removal surgery and hernia repair on (B)(6) 2009 and proceed was implanted. Other procedure was captured in a separate file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.